Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a battery level error message appeared about 90 seconds after unplugging the imaging system from an operational outlet. No additional information was provided. There was no patient present when this issue was identified.